Event description:
The nut and the internal fixation rod loosed and slipped.

Manufacturer narrative:
Additional info has been requested. If made available, the info will be provided in a supplemental with the method and result codes following an engineering eval.